Event description:
It was observed that during the device evaluation, the duodeno videoscope had a scratch on adhesive around light guide lens and foreign objects at k wire (forceps elevator wire). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of scratch on adhesive around light guide lens was caused by a component failure. However, foreign objects at k wire (forceps elevator wire) also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.